Event description:
It was reported that the pump touch screen was cracked and unresponsive. Customer¿s blood glucose level was 200 mg/dl. Customer mentioned that their pump had shattered and was unresponsive and customer did not have any type of back up or therapy to rely on. It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 200 mg/dl; cause was shattered touchscreen. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue and when customer released from ICU; however, the customer did not respond. No additional patient or event information was available.